Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 11.2 mmol/l (user's meter) and 5.23 mmol/l (lab result).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.